Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital years ago for high blood glucose and that the pump may not have alarmed at the time. Customer is calling to report this incident only. No further information was provided.